Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was inspected at olympus repair center. According to the evaluation, the following was found. - object lens was scratched. - lens glue deteriorated. - the bending section rubber glue was peeled off. - mouthpiece and channel mount unit were scratched. - instrument channel was scratched. Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for unspecified microbes (1cfu/endoscope). The testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; june 22th, 2021] all channels: pseudomonas aeruginosa (3 cfu/ml) [second time; june 28th, 2021] all channels: pseudomonas aeruginosa (24 cfu/ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report. If additional information becomes available, this report will be supplemented.